Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the cutting tip broke. No pt consequences were reported.